Event description:
It was reported that the patient presented to the emergency room for a non-pacemaker related problem. A chest x-ray revealed that both leads were fractured. When the pocket was opened, both leads were "sheared completely through the lead body." The physician felt that the ligature used to secure the lead to the body tissue was too tight.